Event description:
Patient reported concern about the recall of implants and that the are the reason for their "long illnesses," as well as left side capsular contracture, baker grade not specified. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.